Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use at the time of the reported event. The patient and procedural outcomes were unknown due to insufficient information. However, there was no harm to patient or user reported to philips. Philips provided a quote to the customer to have a philips representative inspect and evaluate the system, but the customer cancelled the quote as the service was no longer required; no device inspection was performed by philips. No further information has been received from the customer regarding this issue. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : manufacturer evaluation cancelled; no further information has been provided.

Event description:
It has been reported to philips that the image processing computer required replacement. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.